Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found. (B)(4).

Event description:
It was reported that the lead was extracted and replaced due to lead noise, decreased sensing and increased capture threshold measurements. Patient was stable post-procedure.